Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips skewed in the jaws of the instrument unable to close clips correctly. There was no reported patient consequence.